Event description:
Additional information received indicates that the ipg was inoperable following a magnetic resonance (rmn) exam.

Event description:
Additional information received indicates that the ipg does not connect with external devices. As such, the patient had therapy turned off. Reportedly, patient had multiple MRI scan performed. To address the issue surgical intervention took place on (B)(6) 2025 to explant and replace the ipg.

Event description:
It was reported that the patient¿s ipg had reached end of life. It is unknown if this occurred prematurely. As a result, surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The reported observation of the ipg being inoperable due to being exposed to an MRI was not confirmed. The root cause of the observation was not ascertained. The as received device¿s battery voltage was 2.977v no load and it communicated with a lab clinician programmer (cp). The eol and elective replacement indictor (eri) timestamps had not been logged. A cp bonded with the device on the reported explant date. The ipg magnet log showed 9 ble resets occurring close to the event date, where the magnet was applied multiple times in a very short period of time. This can cause the ipg to be unresponsive. The device was subjected to a functional test on automated test equipment (ate). This tester verifies the electrical performance of the control/communication circuitry, and output signal integrity. All portions of ate testing passed. Additionally, the device history record of the device was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances noted that could have contributed to this issue.

Event description:
Additional information received indicates that therapy was restored post op. Ipg was set into MRI mode prior to the MRI.